Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim x2 pump is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. On 02/03/2017: tandem technical support followed up with the customer to check if their blood glucose levels had returned to target and the contact stated that the customer was doing "really good" with the current infusions set site.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 433 mg/dl and a correction bolus was delivered to address the bg level. The customer was able to resume insulin delivery without changing any supplies. After delivering the bolus, the customer's bg level decreased to 286 mg/dl. The contact declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. The customer was to revert back to manual injections while the replacement pump was received.